Event description:
(B)(4). Let me start by saying this is the devil. The rashes on my shoulders, and sometimes thighs is embarrassing. My hair won't grow, is very brittle, falling out and thinning. There's a tingling, creepy crawling feeling on my scalp constantly. Continued cramping, with the pain level of 8/9ish (0-10 with ten being the worse). When I cycle, it lasts 10-18 days. Passing clots the size of golf balls.